Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a high drain 106 (night drain cycle six) alarm. A high drain alarm indicates the patient drained greater than (B)(6) of the maximum prescribed cycle fill volume. This alarm occurred after use. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.